Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appear to be related to circumstances of the procedure. The patient effects of occlusion and embolism are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU deviation contributed to the reported patient effects. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6 medical device problem code: 2017, failure to follow steps / instructions.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to a leadless pacemaker procedure. Femoral imaging was not performed prior to the procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized and the procedure was completed. Hemostasis was achieved with the pre-placed sutures. However, three hours after the procedure, the patient presented in interventional radiology (ir) due to a cold leg. Imaging showed a clot in the common femoral artery. It is unknown what caused the clot. A balloon was inserted into the common femoral artery and the clot was resolved. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.